Event description:
It was reported that when the patient presented to the clinic for routine follow up, an alert for high, out of range high voltage lead impedance was noted. All measurements before and after the single out of range measurement have been stable and in range. Measurements were normal with isometric testing and pocket manipulation. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.